Event description:
It was reported that, "the patient received bha surgery in 2004. When the patient was using the toilet in 2008, he felt a great deal of pain, and went to hospital immediately. Afterward, the surgeon found the inner head dissociated from the centrax on the x-ray. Then, the surgeon performed revision surgery to change the new centrax instead of dissociated centrax."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report. Device evaluation anticipated, but not yet begun.